Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found fluid in the vacuum accumulator and foam in the primary waste. The fse replaced the check valve. The fse observed fluid on top of the hydro plastic cover and some coming from the cap piercer. The fse discovered that the wick was not secure and the blade wash assembly was dirty. The fse cleaned the blade wash assembly and replaced the wick. The fse primed the instrument and no leaks were detected. The repairs were verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that water was leaking from the low pressure air regulator in the unicel dxc 800 pro synchron chemistry analyzer. The customer stated that approximately one (1) galloon of water leaked. No injury or operator exposure was reported in this event.